Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-cartridge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/15/2015 with the following findings: the cartridge compartment was found to be cracked. The cartridge compartment lip was damaged. Unrelated to the complaint, the battery compartment was cracked. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.